Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that episodes of lead noise were recorded on the atrial lead. The patient was asymptomatic and suffered no consequences. The patient will be monitored during the next routine check. No further information is available.